Event description:
The customer received an erroneous result for one patient sample tested for creatinine plus (crep). The sample initially resulted as 2.0 mg/dl accompanied by a data flag. This result was questioned by the physician because he expected a higher result. The sample was repeated on (B)(6) 2012 on a c311 analyzer (serial number (B)(4)), resulting as 3.43 mg/dl accompanied by a data flag which was automatically repeated by the analyzer resulting as 3.47 mg/dl accompanied by a data flag. The sample was repeated a third time on (B)(6) 2012 on a cobas c501 analyzer (serial number (B)(4)), resulting as 3.55 mg/dl accompanied by a data flag. This 3.55 mg/dl value was rounded to 3.6 mg/dl and the 3.6 mg/dl value was sent as a corrected report. The patient was not adversely affected by the event. The crep reagent lot number was 65166701 with an expiration date of 07/31/2012. The field service representative could not determine a cause for the issue. He cleaned the system and adjusted the probes. He performed a precision on the assay and the check was successful.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. No adverse event was reported.